Event description:
It was reported that following a photoselective vaporization of the prostate procedure, the patient was admitted to the intensive care unit (ICU) due to an infection possibly caused by the procedure. Antibiotics were given to the patient for treatment.